Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental finding of damage to the outer silicone jacket was confirmed during evaluation of the returned dl. Review of the submitted log file confirmed the reported low speed events and pump stop. Based on previous complaint experience, the captured events appeared consistent with a potential driveline (dl) issue; however, evaluation of the returned dl did not reveal a device-related issue that would have contributed to these events. A specific cause for the interruption in pump function could not be conclusively determined through this evaluation. It was reported that the patient experienced low flow alarms while connected to the mobile power unit (mpu). During a visit to the clinic, the pump stopped while the patient was connected through the blue grounded cable. A distal end dl repair was performed on (B)(6) 2021, and the patient was switched to the power module with an ungrounded patient cable following the repair. The submitted log file captured intermittent low speed events on (B)(6) 2021, as well as a transient pump stop on (B)(6) 2021. These events occurred while the patient was supported by the either the mpu or power module. Based on previous complaint experience, these events could be indicative of a potential issue with the dl. The distal end of the dl was returned, measuring approximately 17¿ from the controller connector (cc). A layer of rescue tape was observed along the outer jacket starting approximately 2¿ from the cc. Upon removal of the jacket, the bionate layer revealed discoloration but was otherwise unremarkable. The armor layer revealed metal braided shield breakdown starting at approximately 2.5¿ from the cc that appeared consistent with the duration of use. Microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Electrical continuity testing of the replaced dl in the condition that it was received found all wires to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the dl. The dl was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The heartmate ii lvas IFU outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient handbook contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced low flow alarms while connected to the mobile power unit (mpu) and the patient¿s pump stopped on (B)(6) 2021 while in clinic and connected to the blue grounded cable. Log file submitted captured low speed events on (B)(6) 2021 while using the mpu and more low speed and one pump stop event on (B)(6) 2021. All of these events occurred on a grounded power source and appears to be an issue with the driveline with short to shield. X-rays submitted revealed an interesting area that looked to be twisted and heavily taped. On (B)(6) 2021, the patient underwent a distal end repair. The patient experienced further low flow and pump stoppage events. The patient was placed on a power module with an ungrounded cable since there was no evidence that the repair would resolve the problem.